Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. Subsequently, the customer loaded a new cartridge in attempt to resolve the issue. No insulin drips were not observed to be exiting the infusion set tubing during the load fill process and then a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin. Customer¿s blood glucose level was 167-168 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.